Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the rca. The next day the patient suffered st elevation in the inferior leads. It was indicated that this was a potential mi. Coronary angiogram showed patent stent. The patient required inotropic support. Investigator and sponsor assessed the event as not related to the index device and not related to the anti platelet medication. The patient recovered.